Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A review of the device history record did eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Based on similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue.

Event description:
The user reported that the roller clamp does not stop the flow of saline through the tubing when closed. The leak was identified while preparing the device for use. The user reported three defective devices. No harm or injury was reported. This is one of three reports for this complaint. 1721504-2011-00362, 00363.